Manufacturer narrative:
Investigation is on-going. A follow-up report will be submitted upon the completion of the investigation.

Event description:
During a troubleshooting visit, a field specialist identified that the afm gpio board from a benchmark ultra instrument located at a customer in the united states has signs of corrosion and minor charring. No signs of smoke or flames. No harm or injury alleged.

Manufacturer narrative:
Further investigation is needed to determine the root cause(s) of the issue.

Manufacturer narrative:
The field service engineer replaced the damaged tubing that caused the fluid migration affecting the gpio board. No further issues were observed. The connectors on the gpio boards are ul94 compliant and are designed to self-extinguish without a separate fuel source. The design of the benchmark ultra instrument limits the chances of the spread of fire due to limited fuel available (plastic) and the fact that it is mounted to metal. The instrument was designed to and has been certified to meet the standards of iec/en 61010-1 which include section 6, protection against electric shock, and section 9, protection against the spread of fire.